Event description:
During implantation, the sophy adjustable pressure valve patency was firstly confirmed. After connecting the sophy valve to the ventricular catheter, the catheter reservoir was stayed pused, sign of obstruction of the initial part of the shunt. After removal of the valve, the saline test of the catheter reservoir shows the catheter partially blocked.